Event description:
Per the physician, the procedure was completed, the silverhawk crossed; the first device malfunctioned and the distal emboli shut flow was restored. After silverhawk, polar catheter, pta deployment of gore viahagn, full runoff was done, it was noticed distal flow was viewed as compromised by a clot. The physician used an aspiration catheter and aspirated some small calcific plaque followed by a 3mm balloon and flow in the distal vessels was restored to equal or better than pre-intervention flow. Pt left the room with no adverse affects. Device was discarded.

Manufacturer narrative:
Add'l info: device not returned to MFR for eval.